Event description:
The manufacturer received information alleging "the settings cannot be modified, and that the setting for low minute ventilation alarm was increasing on its own" while in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device the customer's complaint was duplicated. Additionally, it was "confirmed to be a software issue, and a request for software improvements has been made. In case of this issue occurring, it will reset by switching to deep sleep, and the device can be used after that". The device was cleaned and passed all final testing. The software version was checked. (1.06.10.00).